Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump boots to the verify screen with audible and vibratory features. A pinkish contrast was observed on the display screen. The bolus total daily dose for (B)(6) 2014 add up correctly. Total daily dose adds up correctly for event date. And manually suspended at 05:14 and manually resumed at 05:33. A replace cartridge alarm was recorded at 14:03 on (B)(6); pump was next primed at 14:08. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The battery cap was not returned and a test cap used to complete all testing. Investigators were unable to duplicate the complaint.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) greater than 250mg/dl with extreme drowsiness/difficulty walking/confusion, extreme thirst, and nausea. The patient did not receive any treatment above and beyond the routine care of diabetes management. Customer support (cs) reviewed the pump and it was found that the basal delivery totals in total daily dose do not match (variation due to known cause) and the bolus totals do not match. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.